Event description:
On 07/13/2000, the facility's or supv informed the MFR's sales rep of the following: the physician placed device. When he went to aspirate before placing in the pocket the device starting leaking. The physician took device out. No further details were provided.